Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for five days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 5mm proximal from the distal marker band.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, on the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, on the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.